Manufacturer narrative:
A ge rep evaluated the system and reset the distribution box and ups. System operates as intended.

Event description:
Customer reported the system would not boot following a power outage. No pt injury was reported.